Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle and butterfly wings is coming apart from the tubing on a bd nexiva¿ closed IV catheter system with dual port.

Manufacturer narrative:
Investigation summary: received one used nexiva 20ga unit from catalog number 383536, lot number 8235504. The extension tubing was attached to a syringe. A complaint history check was performed and this is the 11th related complaint reported with the defect/condition of separation adapter from tubing with lot #8235504 regarding item #383536. DHR review was performed on lot number 8235504. The lot number was built / packaged on nfa line 1 from 26aug2018 thru 05sept2018. All required challenge samples, set-up and in process testing was performed in accordance with the control plans. A quality notification for kinked tubing, and a quality notification for missing print on the package were initiated during production. Disposition, root cause and corrective action were applied per quality plans. Investigation conclusion: visual evaluation disclosed bodily fluids in the extension tubing. The extension tubing was separated from the clear port of the winged adapter. The winged adapter was not returned for evaluation. Root cause description: the manufacturing department identified the issue and took immediate corrective action on 11 sep 2018 by upgrading the vision system on both production lines to be able to detect adhesive that was not in the correct location. Holders for the adhesive dispense tips were added to the machine on 26 sep 2018 to better protect the tips from damage and becoming misaligned. Rationale: CAPA 684099 has been initiated to further investigate this issue. Review of the end user risk analysis (eura) disclosed that with limited severity and occasional occurrence, the risk to the end user is acceptable.

Event description:
It was reported that the needle and butterfly wings is coming apart from the tubing on a bd nexiva¿ closed IV catheter system with dual port.

Event description:
It was reported that the needle and butterfly wings is coming apart from the tubing on a bd nexiva¿ closed IV catheter system with dual port.

Manufacturer narrative:
The additional information is as follows: medical device lot #: 8235504. Medical device expiration date: 2021-07-31. Device manufacture date: 2018-08-23.